Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the service proposal and no work performed by philips. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that while servicing the device, it was observed that the caster locking mechanism was missing and it was recommended that the v60 cart gets replaced. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: 999, reporting address postal: 1103, reporter phone #: 09985821516.